Event description:
Reporter alleged blood glucose measured hi at 1855 back to back with a result of 118 mg/dl, when testing was performed at 1858. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.